Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, mildly tortuous right coronary artery that is 90% stenosed. Pre-dilatation was performed using a 2.5mm trek balloon inflated at 6 atmospheres. During advancement of the 3.50x23mm xience skypoint drug-eluting stent, resistance was met with anatomy and once at the lesion when attempting to deploy, the xience skypoint balloon on the delivery system ruptured at 3 atmospheres. The stent was not deployed and a new unspecified xience skypoint was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, interaction with accessory devices, damage to the catheter, patient anatomical morphology, patient disease state, interaction with previously placed stents or accumulation of blood or contrast. Factors that may contribute to an activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that the device may have interacted with the moderately calcified, mildly tortuous, 90% stenosed right coronary artery during advancement, as resistance was noted, causing the reported difficulty to advance, contributing to the reported material rupture, ultimately causing the reported activation failure; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.